Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead had dislodged. A lead revision procedure took place and the lead was repositioned. During the revision, the lead insulation was accidentally cut and repaired successfully. No adverse patient effects were reported.